Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis and upon visual inspection, the magnet on grip lever was missing on the mtm that would be related to the reported event. The mtm was installed onto a mini-mi where it failed the grip calibration test. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtmr to resolve the issue with magnet dropping out of the ssc and causing errors 23000 and 23002. The error issue was resolved. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure the biomed engineer called intuitive surgical, inc. (Isi) technical support engineer (tse) stated the surgeons side console 1 (ssc) was not working properly. An instrument from master tool manipulator-right (mtmr) was not moving. The mtm left worked normally. The customer had already taken the instrument out and back in, but the problem persisted. The tse guided the customer to check if something mechanical was blocking the right grip from closing. The surgeon found a magnet, which was stuck in between the grips of the mtmr. The surgeon took the magnet out, but the system got another error message. Several reboots of the system did not help, and the error persisted. A second ssc was not available. The site decided to convert to open surgery.